Event description:
Information provided states that the lengthener was implanted in the patient's left tibia and stopped distracting after 18 mm of lenghtening. The lengthener was replaced with a new lengthener.